Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on or about (B)(6) 2011 and subsequently expired on or about (B)(6) 2011, after the use of the product.

Manufacturer narrative:
This is one event (death) of two events reported for the same patient involving three separate products: associated mdrs #1225714-2013-01238, 1225714-2013-01239, 1225714-2013-01240, 1225714-2013-01241, 2937457-2013-00545 and 2937457-2013-00546.